Manufacturer narrative:
H6: additional information received stating no patient involvement and providing the event date of the incident.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 . The complaint of alarm to low of volume was confirmed during testing. The pump was found to have a very low alarm volume sound . Further investigation and found that the front piezo (beeper) was defective and the root cause of the issue. Action taken to replace the piezo on front. The condition of the device was overall good. Device then passed all functional testing.

Event description:
Investigation completed.

Event description:
Information was received indicating that cadd solis vip pump as a low volume with it alarms. There were no adverse events reported.